Manufacturer narrative:
(B)(4). A sample was not made available for evaluation by the customer, therefore, no assignable root cause could be determined.

Event description:
The customer reported that the nurse had to change the elcam three-way large bore stopcock three times on one line in order to find one that could be secured without leakage. There was no patient injury reported. No additional information is available. This report is for the first of three stopcocks used in this incident.